Event description:
It was reported that this right ventricular (rv) lead was capped and abandoned in a submuscular pocket on (B)(6) 2019 due to pectorial stimulation noted during threshold testing. The physician concluded that there was a possible insulation breach. During lead manipulation, he was about to get the pectoral stimulation to start and stop with manually changing the lead position. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).